Event description:
Customer reported the nurses were getting the pt ready to walk and one of the nurses unplugged the IV pump and felt something wet hit her shoulder. When she looked to see were the wet was coming from, the IV tubing had come apart with the IV tubing in the pump and the IV (lasix drip) running in the pump. The IV was immediately stopped and the rn had another lasix drip so he used a new tubing and restarted to lasix drip with no issues. The pt was not harmed. There was no report of pt or user harm and no medical intervention was reported. Although requested, no further pt or event info was provided.

Manufacturer narrative:
(B)(4): conclusion: no available code for undetermined or unk cause. The customer's report of torn tubing resulting in a leak was confirmed. The silicone tubing was observed to be torn at the upper fitment. The o-ring is still present on the upper fitment and still holds a portion of the silicone tubing. Crush marks were also observed on the upper fitment. Functional testing was deemed unnecessary and was not performed due to the silicone tubing separation. The customer's report of torn tubing is confirmed. The root cause of the torn tubing is unk.